Event description:
It was reported that during a da vinci si surgical procedure, the blades on monopolar curved scissors instrument were dull. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported complaint. The instrument installed on an is3000 in-house system passed cut testing. Failure analysis investigation also found that the main tube had various scratch marks with light material removal. The scratches were .066 - .127 in length and were not aligned with the tube axis. It was concluded that the damage was likely due to mishandling/misuse. The instrument's housing was removed and it was discovered that the flush tube had a couple of kinks. The kinks were located where the flush tube enters the idler block. Kinks in the flush tube can restrict the flow of fluid and prevent proper flushing of the instrument. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.